Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department on june 30, it was found that the air/water nozzle of the subject device was clogged due to white fibrous foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. Since process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device due to inadequate training. This led fibrous material, such as gauze or cotton used at the facility, to remain in the air/water nozzle of the subject device.